Event description:
The customer received low sodium results during one overnight shift and again in the morning. A doctor questioned low sodium results for three patients. The customer repeated the three samples, results from one of the samples was discrepant and a corrected report was sent. Patient 1, the initial sodium result was 129 mmol/l. The first repeat on the same analyzer gave 130 mmol/l, the second repeat on the same analyzer gave 139 mmol/l. During the afternoon, the customer found discrepant sodium results for two additional patients. Patient 2, the initial sodium result was 129 mmol/l. The sample repeated gave 137 mmol/l. Patient 3, the initial sodium result was 132 mmol/l. The sample repeated gave 139 mmol/l. Some of the results were accompanied by data flags, however, the customer could not confirm which results had the flags. The initial results were reported and corrected reports were sent. There were no adverse affects to the patients due to the event. The sodium electrode lot number was not provided. The field service representative could not duplicate the error. He replaced the vacuum pump diaphram and cleaned the vacuum valve as a preventative measure. The customer ran performance tests including quality control which was acceptable.